Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 300 mg/dl to 400 mg/dl. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it did not passed. Troubleshooting was performed. The insulin pump will be returned for analysis.